Manufacturer narrative:
The cartridge cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the cartridge cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the original complaint of the damaged, gritty cartridge cap was unable to be confirmed. There was no damage observed to the cartridge cap or cartridge threads.